Manufacturer narrative:
(B)(4). Batch # unknown the lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. The following information was requested, but unavailable: is the product code or lot number of the device available? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what was the result? How was leak identified? Were there any issues noted with staple formation at any point throughout the care of the patient? Is the colostomy temporary or permanent? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? What is the current status of the patient?

Event description:
It was reported that following a low anterior resection with take down of splenic flexure, there was an anastomotic leak of the old anastomosis which required hartmann¿s procedure with end colostomy in the left upper quadrant. Unknown how the leak identified. The patient is currently doing well and still at the facility.